Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported safety mechanism failure. Description: our staff encountered a needle stick injury after medication administration with one of our patients. Apparently, with the reports received and investigation, the needle failed to locked and thus it retract backwards which resulted to injury.

Manufacturer narrative:
Investigation results: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The root cause was not concluded due to unavailability of batch information.

Event description:
No additional information.